Event description:
Follow-up to the provider revealed that the device was confirmed to be off, and they were aware of the settings. The device had been intended to be disabled, and no computer software error was believed to have been present.

Event description:
A computer software error was observed from review of the manufacturer's in-house programming database. On (B)(6) 2014, the device was interrogated. No diagnostics were observed on this date. On the next recorded visit dated (B)(6) 2016 the device was interrogated and the settings were indicative of a faulted systems diagnostic test. Additional relevant information has not been received to-date.